Event description:
Medtronic received information that this bioprosthetic aortic valve was abandoned during implant because the surgeon thought it was leaking. The valve was replaced with another valve of the same model and size.

Manufacturer narrative:
Evaluation: device history reviewed. Results code: other = device history review found the product met specifications when released for distribution. Analysis: upon receipt at medtronic's quality laboratory, the valve showed blood contact as evidenced by the discoloration of the sewing ring and tissue. All leaflets were slightly stiff but flexible and in the open position. When closed, all cusps met on the same plane along the natural coaptive ridges. All leaflets and commissures were intact. Conclusion: the device history record was reviewed and revealed that this valve met all manufacturing specifications for product released to distribution. Analysis of the valve showed what appears to be a normally functioning valve.